Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. A neonate was punctured with a xiangma indwelling needle and blood was found to be leaking out of the isolation plug when the core was withdrawn. The indwelling needle used, model 303078, involved two different lot numbers.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for the affected lot numbers. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Although your reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause show that the tested units performed within product specifications. Retention samples for both lots were also subjected to functional testing, and leaks were identified coming from the septum of these units. Our facility is actively conducting a investigation to identify all contributing causes and effective solutions.

Event description:
A neonate was punctured with a xiangma indwelling needle and blood was found to be leaking out of the isolation plug when the core was withdrawn. The indwelling needle used, model 303078, involved two different lot numbers.